Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia(bleeding b/w periods)"), hypersensitivity ("allergy ¿ rash/skin condition"), rash ("rash"), skin disorder ("skin disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine, headache and weight increased had resolved and the hypersensitivity, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, pelvic/ abdominal, back pain, menorrhagia, metorhagia,allergy rash/skin condition, bladder/urinary problems uti, vaginal infection, vaginal discharge,fatigue, hair loss, migraine, headaches and weight gain. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication added. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmennorhea(cramping), dyspareunia, abdominal pain, back pain, menorrhagia, metorhagia(bleeding b/w periods), allergy ¿ rash/skin condition, rash, skin disorder, bladder problems, urinary problems uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, weight gain and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and vaginal infection ("vaginal infection"). In 2015, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), rash ("rash"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("vaginal haemorrhage"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia(bleeding b/w periods)"), hypersensitivity ("allergy ¿ rash/skin condition"), skin disorder ("skin disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine, headache, weight increased and vaginal haemorrhage had resolved and the hypersensitivity, rash, skin disorder and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Discrepancy noted in date of removal-(B)(6) 2019. Received treatment for dysmenorrhea, dyspareunia, pelvic/ abdominal, back pain, menorrhagia, metorhagia,allergy ¿ rash/skin condition, bladder/urinary problems ¿ uti, vaginal infection, vaginal discharge,fatigue, hair loss, migraine, headaches and weight gain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events : vaginal hemorrhage, bladder infection. Reporter information were updated. Event onset date and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.